Manufacturer narrative:
(B) (4).

Event description:
During ins replacement for depleted battery, impedances were greater than 4,000 ohms on all bipolar pairs. The physician wanted to close the pt due to multiple procedures being performed on the pt that day. When measured again, impedances were still greater than 4,000 ohms and since the replacement, the pt only felt stimulation when she pressed on her arm (lead was on radial nerve for pain in hand). Further info is being requested at this time.